Event description:
According to the reporter, the device has no voice prompts when it is powered up. There was no patient associated with the report.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event.